Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number mw 5090755. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported via regulatory agency "breast contracture that worsened", baker grade unknown, and "inflammation all over." Patient also reported via regulatory agency "joint pain", "health started with breakout", hair loss, weight loss, "slower healing", "memory and vision quickly worsened"; these are not device related. Device remains implanted. This record is for the left side.